Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the catheter of the six (6) one-link non-dehp y-type microbore catheter extension sets broke during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Six (6) devices were received for evaluation. Visual inspection revealed that the tubing of all six samples was separated from the luer lock. Closer visual inspection of the tubing revealed that solvent was present and met the insertion specification. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.